Event description:
It has been reported that device was deployed, analysed ECG, and advised 'no shock'. Subject was not resuscitated. Operator has not indicated any malfunction of the device. Philips was contacted to assist in downloading post-event info.

Manufacturer narrative:
(B)(4). Eval pending. Report is being submitted in accordance with philips reporting practices for adverse events.